Event description:
During eval of the device, the philips field service engineer noted the battery pins were sunken. There was no pt involvement.

Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted upon completion of the investigation.